Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use insulin was not able to be injected with a bd ultra fine¿ pen needles. This occurred on 5 separate occasions, however, the date/time is unknown. The following information was provided by the initial reporter: it was reported that nothing comes out of pen needle during injection. Additional information from reporter: consumer reported nothing comes from the pen needle during injection. Occurence- 5; incident date- unknown. Sample available. She does not do the priming since she has not face any issues, but doing the priming now. She does not visually test the needle side on npe because she was not aware of the needle on that end. She only visually tests the pe needle. She uses the new pen needle for her injection. She rotates the injection site.

Event description:
It was reported that during use insulin was not able to be injected with a bd ultra fine¿ pen needles. This occurred on 5 separate occasions, however, the date/time is unknown. The following information was provided by the initial reporter: it was reported that nothing comes out of pen needle during injection. Additional information from reporter: consumer reported nothing comes from the pen needle during injection. Occurence-5;incident date-unknown. Sample available. She does not do the priming since she has not face any issues, but doing the priming now. She does not visually test the needle side on npe because she was not aware of the needle on that end. She only visually tests the pe needle. She uses the new pen needle for her injection. She rotates the injection site.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10